Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. . H10 additional narrative: d10: concomitant devices reported. H3, h4, h6: device history lot, manufacturing location: monument, manufacturing date: 29-may-2014, expiration date: 30-apr-2023, part number: 04.013.864s, 14mm ti cann retro/antegrade femoral nail-ex/420mm ¿ sterile. Lot number: 7689628 (sterile), lot quantity: 6 , this lot was reworked to perform the verification and the lot was determined to be acceptable; the disposition was ¿release from hold¿. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, acceptance, met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev g was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 10268 supplied by (B)(4) (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿removal due to non-union¿ does not indicate breakage of the nail. Therefore, review of the raw material would not be pertinent to the reported complaint condition. Device history batch null, device history review 04-feb-2021: DHR reviewed. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of one (1) ti cannulated antegrade femoral nail and three (3) locking screw on (B)(6) 2021, due to nonunion. There was no surgical delay. The procedure successfully completed. The patient outcome is unknown. This is report 1 of 4 for (B)(4).